Event description:
A zoll territory manager called zoll customer support to report that a (B)(6) male pt's battery charger was making a weird sound and then started smoking. The pt did not require a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) is underway. The reported problem (charger emitting smoke) has been confirmed. Upon investigation, the battery charger/modem was unable to power up. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause analysis. No adverse event resulted from the defective charger. The pt did not require a replacement battery charger/modem.